Event description:
The customer reported to olympus, the evis exera lll gastrointestinal videoscope had no air/ water flow. There was no patient/user harm or injury reported due to the event.

Manufacturer narrative:
The device was returned to olympus for evaluation .and the customer's allegation was able to be confirmed. During the device evaluation it was observed, that there was no air/water flow; due to black rubbery material clogging the nozzle and could not be removed. This finding was, due to insufficient cleaning or mishandling of the scope. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified nor the root cause of it. The event can be detected/prevented by handling the device in accordance with the following instructions for use: instruction manual olympus gif-h190n operation manual chapter 3 preparation and inspection shows how to detect the event. Instruction manual olympus gif-h190n reprocessing manual chapter 5 reprocessing the endoscope shows how to prevent the event. Olympus will continue to monitor field performance for this device.